Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.' UDI number: note: production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that the mynx vascular closure device was deployed with no issues. The groin was described as stable. One day post procedure, it was noted that the patient had developed a hematoma of more than 6 cm in size. A pseudoaneurysm was also reported. The patient was observed that morning and it was determined that the patient might need surgical intervention. The patient had a femstop placed and was taken to the operating room for evacuation of the groin. The patient's hospitalization was prolonged as a result of the mynx event. The patient outcome was described as good. No further information is available. Additional information: there were no multiple sheath exchanges. Vessel location: peripheral sheath size: 6f stick location: low procedure date: (B)(6) 2015.